Event description:
The frt240 broke inside the patient during the extraction of the implant. The broken pieces were not removed from the patient.

Manufacturer narrative:
The reason of the failure of the frt240 cartridge was due to overtightening of the frt240 hex when not fully engaged inside the female component. The hex was overtightened and pre-expanded. Under normal circumstances the hex is only supposed to permanently deform.